Event description:
Customer reported that a patient presented with a superficial skin infection approximately two weeks following shoulder surgery. Patient was prescribed antibiotics.

Manufacturer narrative:
H-6 conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.